Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. Both parts were available for analysis. The visual inspection showed multiple signs of wear and tear, especially along the distal fragment. The insulation was damaged 45 cm proximal of the tip electrode. In this area, the rope conductor to the shock electrode had been pulled out of the lumen. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, insulation damage was seen at the lead at 7 cm proximal of the tip electrode. The damage is with high probability the cause of the complained-about oversensing in the ventricular channel. The observed damage manifestation speaks for a high stress level of the lead in the area of the tricuspid valve during the implantation time of about 10.5 years. In addition, a deformed shock coil was found, which is most likely the result of the extraction process. In the further course of the analysis, the passage resistances were measured. No conductor fractures could be detected at the two fragments. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this lead was explanted 125 months after implantation due to oversensing with shocks. A previously implanted lead, which was implanted in 2004 and capped in 2008, remains inside the patient.